Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, this right ventricular (rv) lead was experiencing high capture thresholds. Measurements were normal with the device; however, once the device was removed from the pocket, the thresholds continued to rise. Fluoroscopy identified there was not a lot of slack in the lead. The lead was removed from service and replaced. No additional adverse patient effects were reported.